Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. The complaint for damage to vessel during insertion was confirmed with empirical evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information suggests that the reported event for damage to vessel during insertion took place intra-procedurally. Procedural handling and patient factors (vessel tortuosity) are known contributing factors to evoque insertion difficulties. Left femoral access typically has less of a straighter path to the ivc and is more tortuous than the right side which is another potential contributing factor to the reported event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no corrective or preventative actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The case was aborted and the left iliac vein required covered stent placement after vessel perforation occurred while attempting to advance the delivery system through a tortuous vessel. The reported root cause of the event was the patient's vessel tortuosity. The patient is reported to be in stable condition.